Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on both leads. Surgical intervention is pending to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced.

Event description:
It was reported that patient experienced ineffective therapy. Patient denies any falls, accidents, or trauma but admits to doing a lot of yard work. System diagnostic recorded high impedances on both leads. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Corrected data b5: describe event or problem: a patient experiencing high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.